Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a break in the pt's scs lead was identified distal to the anchor ((B)(6)). Surgical intervention will be undertaken at a later date to resolve the issue. Please note: additional information has been requested; however, no further information was available at the time of this report.